Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The device is part of the advisory for this model. Evaluation summary: the actual device was received for evaluation. However, detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event. However, performance data was collected from the device and analyzed. No anomalies were found. Battery voltage was 2.65 and did not demonstrate a rapid depletion.

Event description:
It was reported that the device was explanted due to a dramatic decrease in battery voltage over the last four months. No patient complications were reported as a result of this event.